Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that during the patient's procedure on (B)(6) 2025 fragments of the patient's leads were broken and remain implanted in the patient. No further intervention is planned at this time.